Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was found to be damaged and exhibited intermittent capture at multiple implant positions. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.